Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit kept switching in and out of standby. It was further reported that this occurred when using lightcables with the unit. There were no reports of any adverse consequences to the patient or user.